Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert warning on the right ventricular lead. A healthcare professional observed that the patient's shoulder movement caused right ventricular tip to right ventricular ring noise, inhibiting pacing. The lead also had a possible fracture. The lead was programmed off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.